Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation through fluoroscopy, the right atrial lead had dislodged on an unknown date. During the lead revision procedure, it was discovered that the lead was already capped. The patient was discharged on the same day.

Event description:
New information noted that during unrelated procedure, the physician confirmed the right atrial (ra) lead had no cap on it. Fluoroscopy showed that the ra lead was dislodged and appeared to be in the right ventricle. The suspicion was that the ra lead was plugged into the pace/sense port of the device. The physician could not rule out that the ra lead pin dislodged from the header when removing the device from the pocket. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
A partial lead of distal portion measuring 33.0 cm was returned in one piece. The helix extension length was within specification.